Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) in this complaint.

Event description:
A customer contacted baxter technical service center to report another matter the included cutting the solution lines and the caregiver said the hp had peritonitis. The tsr advised to follow up with the nurse (rn). A follow up call was placed by product surveillance (B)(6) 2010. The nurse stated that the patient had peritonitis prior to cutting the solution lines. A culture was performed on (B)(6) 2010 and the result was gram positive (B)(6). The stated she felt the causality was poor aseptic technique and the patient has been retrained. The patient's treatment is ongoing but he is improving. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis, episode is unknown and patients discard supplies after each therapy, the sample was not requested.